Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system which included an ipg. It was reported the patient can establish no longer recharge his ipg; however, he is able to establish telemetry between his ipg and his charging system. A new charging system was sent to the patient. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. The serial and model number of the ipg were not provided; therefore, no manufacturing or expiration date can be determined. No further patient complications were reported.